Manufacturer narrative:
(B)(4). Results of investigation: a carefusion certified 3rd party service technician field serviced the suspected device. The reported issue was confirmed and the fan assembly was replaced. The reported issue was resolved and returned to the customer.

Event description:
The customer reported that the ltv 1200 ventilator had a hardware fault fan alarm and that the fan was burned, however no smoke was observed. The reported issue was found when the ventilator was on a patient but there was no harm or injury to any patient or clinician.